Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible right atrial (ra) lead fracture. The right atrial (ra) lead also exhibited low impedance and undefined impedance qualified as high. The lead was reprogrammed and subsequently capped and replaced. No patient complications have been reported as a result of this event.